Manufacturer narrative:
The customer provided a printout of the system's quality control results. The results were reviewed and found to be within the customer's acceptable range. The system was not evaluated. No root cause of this event could be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that an erroneously low glucose cup result was generated by the unicel dxc 600i synchron access clinical system. The system generated critical re-run feature was immediately triggered and generated a result within the expected range. There were no reports of any calibration or quality control issues. The initial result was not disseminated from the lab. The result from the system generated critical re-run was reported. There was no change to the pts' care or treatment.